Event description:
The (B)(4) study enterprise indicated that approximately seven months after the index procedure and six months after stage aneurysm procedure with enterprise systems (enc452212/01423721), the patient (B)(4) developed asymptomatic cerebral infarction of the left cavernous sinus, and the event was treated with clopidogrel sulfate, argatroban hydrate, and heparin. Additionally, a follow-up angiography revealed a suspicious thrombus in the lcs enterprise stent, and it was treated with clopidogrel sulfate, argatroban hydrate, and heparin. The discharged medications consisted of aspirin and clopidogrel sulfate; however, the patient was not compliant with medical therapy. The patient medical history consisted of lung cancer and ovarian cancer. The stents were patent during the event. Prior or during the procedure, no thrombus was noted at the site. After the initial placement and during the events, the enterprise stents were fully expanded, appose to the vessel wall and in a stable position, and no coil was protruding into the parent artery.

Manufacturer narrative:
The (B)(6) study enterprise indicated that approximately seven months after the index procedure and six months after a staged aneurysm procedure with enterprise systems, the patient experienced thrombus in the index procedure stent and an asymptomatic cerebral infarction in the left cavernous sinus which was treated with clopidogrel sulfate, argatroban hydrate, and heparin. The index procedure was coil embolization assisted with enterprise vrd (B)(4). The target aneurysm was located in left cavernous sinus. Pre anticoagulation act measurement was 164 seconds and 445 seconds post anticoagulation. Post procedure occlusion rate of the aneurysm was 100%. Modified rankin scale before the procedure was 0, one week after the procedure was 0, and one month after the procedure was 0. The staged procedure was coil embolization assisted with enterprise vrd (B)(4). The target aneurysm was in left intracranial vertebral artery. Pre anticoagulation act measurement was 139 seconds and 300 seconds post anticoagulation. The occlusion rate of the aneurysm was 100% after the procedure. Modified rankin scale before the procedure was 0 and one week after the procedure was 0. The patients medical history includes lung cancer and ovarian cancer. Lake region and cordis lot number 01423721. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423721. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system and the procedures they are used in as outlined in the instructions for use. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system and the procedures they are used in as outlined in the instructions for use. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Index procedure was coil embolization assisted with enterprise vrd (enc452212/01423721). The target aneurysm was located in left cavernous sinus (lcs). Act measurement was 164 seconds (pre-anticoagulation), and 445 seconds (post anticoagulation). The occlusion rate of aneurysms was 100% after the procedure. Modified rankin scale before the procedure was 0, one week after the procedure was 0, and one month after the procedure was 0. Products used consisted of the launcher (gc) guide catheter (medtronic), prowler select plus (mc) microcatheter (606-s255x/lot# unknown), traxcess (gw) guidewire (terumo), excelsior sl10 mc (boston scientific), cashmere coils x2 (micrus), deltaplush coils x2 (micrus), deltapaq coils x2 (micrus), and ed coil 10 extrasoft coil (kaneka). Staged procedure was coil embolization assisted with enterprise vrd (enc452212/01425619). The target aneurysm was in left intracranial vertebral artery (liva). Act measurement was 139 seconds (pre anticoagulation), and 300 seconds (post anticoagulation). The occlusion rate of aneurysms was 100% after the procedure. Modified rankin scale before the procedure was 0, one week after the procedure was 0. Products used during the stage procedure consisted of launcher gc (medtronic), prowler select plus mc (606-s255x/lot# unknown), x-pedion gw (covidien), excelsior sl10 mc (boston scientific), traxcess gw (terumo), presidio coil (micrus), deltaplush coils x3 (micrus), and deltapaq coil (micrus). The saccular aneurysms were unruptured with the left cavernous sinus (lcs) measurement of 4.9m neck, neck to sac ratio 4.9x5.4mm and vessel diameter of 4.0mm proximally and distally. The left intracranial vertebral artery (liva) aneurysm neck was 9.0mm, neck to sac ratio was 9x9mm, and the vessel diameter proximally and distally was 2.8mm. The antiplatelet therapy consisted of aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, and heparin 4000u: (B)(6) 2011 (during the procedure). A cd copy of the procedures is not available, and no further information was provided. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The date of the thrombosis in the vrd was (B)(6) 2011. Additional information will be submitted within 30 days of receipt.